Manufacturer narrative:
Section b5: addendum for additional information received:. The device was brought to the cath lab before the procedure. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact. A saber rx 5mm x 30cm x 155cm was delivered to the lesion; however, it ruptured at six atmospheres (atm) during its initial inflation. There were no reported patient injuries. The lesion was the left superficial femoral artery with chronic total occlusion (cto), that had no calcification and angulation. The saber was replaced with a new balloon to complete the procedure. A cross-over approach was made. A non-cordis micro catheter and a guidewire crossed the lesion. An intravascular ultrasound (ivus) was used after the guidewire was replaced with a new guidewire (300cm). The device was brought to the cath lab before the procedure. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact. The product was not returned for analysis. A product history record (phr) review of lot 17670989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as chronic total occlusion and procedural factors may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A saber rx 5mm x 30cm x 155cm was delivered to the lesion; however, it ruptured at six atmospheres (atm) during its initial inflation. There were no reported patient injuries. The lesion was the left superficial femoral artery with chronic total occlusion (cto), that had no calcification and angulation. The saber was replaced with a new balloon to complete the procedure. A cross-over approach was made. A non-cordis micro catheter and a guidewire crossed the lesion. An intravascular ultrasound (ivus) was used after the guidewire was replaced with a new guidewire (300cm). The product was not returned for analysis. A product history record (phr) review of lot 17670989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as chronic total occlusion and procedural factors may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx5mm30cm155 was delivered to the lesion; however, it ruptured at six atmospheres (atm) during its initial inflation. There were no reported patient injuries. The saber was replaced with a new non-cordis balloon to complete the procedure. A cross-over approach was made. A non-cordis micro catheter and a guidewire (14) crossed the lesion. An intravascular ultrasound (ivus) was used after the guidewire was replaced with a new guidewire (300cm). The lesion was the left superficial femoral artery with chronic total occlusion (cto), that had no calcification and angulation.